Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer tried to power on the pump for the first time; however, the pump remained unresponsive. The pump was connected to a power source but still would not turn on. There was no patient involvement as the customer was not using the pump at the time of the reported event. It was indicated that the customer had manual injections as insulin therapy.